Event description:
The patient was undergoing a medical procedure using the benchmark delivery catheter. The benchmark folded on itself in the carotid vessel due to lack of support at the distal end. Another manufacturer's catheter was used to successfully complete the case. There was no report of any adverse event on the patient.

Manufacturer narrative:
Result: the benchmark was kinked throughout its length, likely due to return packaging conditions. This damage throughout the catheter made evaluation of usage-related damage impossible. Conclusion: the complaint has been evaluated. The complaint indicated that the benchmark folded on itself in the carotid vessel due to lack of support at the distal end. Another manufacturer's catheter was used to successfully complete the case. Evaluation of the returned device revealed it was kinked throughout its length, likely due to return packaging conditions. This return packaging damage made evaluation of usage-related damage impossible. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.